Manufacturer narrative:
This report is being submitted to correct: a1: patient identifier. D6a: implant date. D6b: explant date. E1: initial reporter country.

Event description:
It was reported that the device and electrode were explanted and replaced as a result of a system infection. No additional patient consequences were reported.

Event description:
It was reported that the device and electrode were explanted and replaced as a result of a system infection. No additional patient consequences were reported.